Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the blade broke off of the device. The blade was located and retrieved laparoscopically. A second device was used in which the tissue pad melted. A third device was used to complete the procedure. There was no adverse consequence to the patient. The devices were discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent